Event description:
The customer stated they have observed an increase in initial and repeat reactive rates on the prism hiv o plus assay. The account stated four donor samples were repeat reactive on prism hiv o plus but were confirmed to be negative by hiv 1 ifa and hiv 2 genetic systems. Confirmatory results for a fifth repeat reactive donor sample was pending. Specific data was not provided. Three of the donors were previously negative using the abbott hiv 1/2 eia. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.